Event description:
Date of event- unk. Boston scientific corporation was reported in 2008 by the physician that one of his pts spoke to him a week ago that she had a fluid discharge and the mesh had expelled. On five days later, the physician clarified the event further on follow up effort. He had implanted an obtryx mesh sling system in a mid urethra of a pt, approx a year ago. The procedure was successful. He was able to control both the leaking of urine and the urgency to void. This pt reported to him that about 2 weeks ago, while sitting up in bed she felt an urge to void and expelled some bloody urine and what appeared to be mesh and was experiencing leaking of urine and urgency to void. The physician also reported that the pt was not experiencing further blood urine. The pt had scheduled a follow up visit with the physician in the first week of july. The physician did an ultrasound and stated that it appears that the pt is correct and the sling material was extruded from her body. She is incontinent again but was very happy with the results until the sling was extruded. The physician may bring the pt back in to do either a CT or MRI scan to make sure the sling is truly not there.

Manufacturer narrative:
The suspect device is not available for evaluation. The cause of the reported event has not been determined.